Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. System check was being completed tandem technical support however the customer declined to remove the site. Customer cleared the occlusion alarm, and resumed insulin delivery. Customer's blood glucose was 554 mg/dl. Elevated bg was addressed by manual insulin therapy.